Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2017, report indicated that the nurse observed redness and pus secretion at the stoma site during visit. Physician prescribed antibiotic ceclor 500mg 1x3 for 4 days along with nexium 20mg 1¿1. On (B)(6) 2017, patient experienced allergy to ceclor and received zyrtec for the allergy. The following day, the physician diagnosed stoma inflammation and advised to take antibiotic ciproxin for 10 days with instructions to clean the stoma twice a day with betadine.